Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false downstream occlusion alarms, which were reproduced while running a loaded set. Evaluation found that the downstream sensor was out of specification with high current readings. The downstream sensor was recalibrated to correct the condition. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, it displayed the downstream occlusion message. There was no patient involvement.